Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges poor precision for pts with meter. Customer cited one example as follows: date: (B)(6) 2011, 1st inratio: 1.1, 2nd inratio: 2.2. Thirty minutes later.